Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort at the ipg site due to weight loss. Surgical intervention took place wherein the same pocket site was used and the ipg was explanted and replaced.